Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that between 09/may/2024 and 07/jun/2024 the patient experienced issue with three infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The infusion was set in use for 1 day. The blood glucose level was 150 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.